Event description:
It was reported that the pump had alarmed. Per reporter, the pump indicated 12.9 ml was remaining, but visual inspection showed the infusion bag had already been emptied. Per reporter, the continuous infusion rate had been set at 2.5 ml per hour, with a total reservoir volume of 115 ml, of which 102.1 ml had been delivered. The air detector had been turned off, while the upstream sensor had been turned on. The infusion had run for a total length of 46 hours, and the lock level had been set to 2. The extension tubing was primed manually by the technician using a saline flush. The patient had not been medically affected, and the event occurred at the patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.